Event description:
The customer reported that when performing an interventional continuous CT (cct) procedure and utilizing "repeat" to view the images in the format heat/center/feet, the anatomical position coordinate annotations (right, left, anterior, posterior) intermittently were not present. The customer reported that this resulted in a misinterpretation that resulted in a spinal needle being misaligned in a pt.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation.(B)(4).